Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The surgeon does all the stapling, he does the pouch first and then staples jejunum. When bringing up the jejunal limb to the stomach he noticed the staple line was incompletely formed, gaps were showing through the staple line. The distal staple line looked better but was still not looking good. He over-sewed the distal staple line and re-stapled over the proximal staple line with the same device but with a blue reload. One staple was visible but there was no other staples were visible, could only see gaps (opening and closing) along the staple line. No malformed staples were noticed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? Long limb of jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th or 7th. What color cartridge was being used? White. What other color cartridges were used before and after this event? White/blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. A photograph was returned for ees to review: photograph evidence of a ple60a device firing staple form variation, but the photograph did not provide enough visual evidence to determine what may have caused the experienced complication.

Manufacturer narrative:
(B)(4). The analysis results found that four reloads were received for analysis. The reloads were noted to be fully fired and in good visual condition. No testing could be performed due to the returned condition of the reloads. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.